Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified popliteal artery. A 3 mm x 40mm x 146 cm coyote¿ es balloon catheter was advanced for dilatation. However during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x15mm small peripheral cutting balloon catheter. No patient complications were reported and the patient's status was fine.